Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. The serial number and full device material number were not provided. UDI number (B)(4) was used as a placeholder.

Event description:
A complaint was received regarding a plum 360 infuser in which it was reported that the pump shut down immediately after displaying error message e30, without any prior warning. The medwatch indicated that the event was associated with a serious injury and was considered life-threatening.